Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient who had been lost to follow-up for over two years presented to the hospital after receiving a vibratory alert. The right ventricular lead exhibited high impedance, r wave measurements were not in range and noise. No patient symptoms were reported; the physician elected to continue to monitor the patient.

Manufacturer narrative:
Final analysis found that the damage sustained occurred during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction: the previously reported serial number: (B)(4) was incorrect. The correct serial number to supersede the previous number is (B)(4).

Event description:
New information reported that the lead had exhibited high impedance measurements since (B)(6) 2015 and in (B)(6) 2015 it was decided the lead should be replaced. On (B)(6) 2016 the lead was successfully explanted and replaced. The patient was in stable condition before and after the surgical procedure.